Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the black box begins on (B)(6) 2015. The alarm history and black box data for the event has been overwritten. The available pump history shows no evidence of any cs-064 alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; no moisture contamination was observed. No intermittent connections were observed. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging an call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.